Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported the ins was ¿spiking on its own.¿ it was stated that for the last many months, the patient had severe pain above the area of lead entries. The patient was told by their healthcare provider to go to a chiropractor, but the pain is still not getting any better. The patient can¿t do any push mowing or outside work. It was stated that the site was swollen and enlarged at that time. The patient stated the pain is many times worse than what the stimulator was implanted for. The patient was going in for an epidural today and stated they were never told anything like this would happen. The patient reported sleeping 2-3 hours at a time at best. The patient said they were tired all the time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient got an injection back in may which gave some relief, however, it was only for 2-3 weeks. They stated that the pain was back and getting worse. The patient reported they could no longer perform certain yard work activities without having to take breaks to ice their back. The patient requested to have a representative present at their next doctor's appointment on (B)(6). No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterated much of what they previously reported. It was reported that the patient was in a lot of pain and they had a knot in the middle of their back that could be scar tissue and lead related. It was reported that this had been going on for four to six months (2017). The patient stated that they were implanted for pain in their lower back. The patient turned their stimulation off and determined that their pain was not from the stimulation. It was reported that the pain was persistent. It was reported that their healthcare provider (hcp) gave them an epidural and told the patient that ¿it was scar tissue¿ in may, but the patient stated that the pain was getting worse. The patient reiterated that they had been to the chiropractor many times, it was expensive and it only gave them temporary relief. The patient was redirected to follow- up with their hcp to determine the cause of their pain and see possible resolutions. It was reported that the change in therapy/symptoms were considered to be gradual. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reiterated their previous symptoms. The stated everything worked fine for 2 years, but the past year has "been hell." The patient stated they have a very large area that they have been told is scar tissue. The patient stated the area was growing. The patient said they went to a chiropractor and the chiropractor felt the area and told the patient "they needed it out like now." The patient stated they lay on ice 8-10 hours everyday. The patient is taking 15 mg pain medication, celebrex, and the compound that is rubbed on the patient doesn't do more than maybe 10 minutes of good. The patient said they sleep maybe 4 hours a night, no more than 2 hours at a time. The patient stated they can't sleep due to being in severe pain. The patient mentioned they are prescribed medicine to help them sleep, and sometimes the patient can sleep, but it never lasts long. The patient stated they were hurting so bad tonight that it was making them tired, but the pain was "killing them." The patient repeated the device spiking to a high level on it's own. The patient stated they could not do much of anything. The patient said the pain was 10-20 times more painful than the reason they had the device implanted. The patient wanted a manufacturer's representative (rep) to feel/see the area the patient was talking about. The patient said they would gladly meet a rep at the healthcare provider's office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a severe pain that developed in their back that was nowhere close to the location that the ins was implanted for their pain. The patient stated that the pain was where the leads come together in their mid back and the device was put in for their low back pain. The patient said they have been in this pain for a year and half. The patient stated that the doctors just wanted to do shots in the office and epidurals but nothing lasted more than 1-2 weeks. The patient said that the last epidural was an utter failure, missed the location and left them with double vision and awful headaches; the doctor had to give the patient a blood patch several days later. The patient reported that they were supposed to get the device removed on (B)(6).

Manufacturer narrative:
Product ID: 977a260 , (B)(4), implanted: (B)(6)2009 , explanted: (B)(6)2018, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6)2014, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-apr-05 reporting that the device was explanted on (B)(6)2018 and had been implanted for 4 years. The first 2 years were great but the last 2 years were awful. The patient had a lot of pain and this pain was more than what the patient had experienced on other occasions. Per the consumer the health care provider (hcp) told the patient's spouse that there was scar tissue on the leads. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-19. The patient stated that they had an issue with spiking shortly after it was implanted. It has been several months that they have been dealing with the swelling, lack of sleep, as well as constant pain has also become an issue. They need to go to a chiropractor for the new pain. They were never told about possible scar tissue issues or a different or new pain location. There were no circumstances that led to their pain, fatigue, swelling, lack of sleep, or device spiking on its own. Overtime a knot or swollen area developed. It is very easy to find on their back. They never change the program. The spiking started after implant. They had someone adjust it. It is not as bad as it was. They can deal with the spiking but not the new pain. The issues have not resolved. They get relief for a short period of time after an adjustment from the chiropractor but as soon as they do yard work or house work the pain comes back. Also, they have had an epidural here and there. This helps for up to 3-4 weeks. The patient has also been prescribed celebrex. Nothing is long lasting relief. The stimulator does not work high enough to feel anything. They think the spot is where the leads come together. No further complications were reported/are anticipated.